Event description:
The catheter "fractured" approx 1" from the flange which secured device to the skin. When removed most of the actual catheter remained inside the bladder. Scan to confirm the location of the catheter remaining and then removal of same by cystoscopy under general anesthesia.